Event description:
It was reported that when the doctor was using the tap from the jones union system it bent, causing the tap to work inefficiently. This resulted in the screw not being able to compress the bone. The rep hypothesized it potentially could have resulted in bending due the wire potentially bending after placement. The issue was addressed by sizing up on the screw, patient was able to get a little compression.